Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the electro surgical unit (iesu) vio. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the replaced unit for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided. This complaint is being reported based on the following conclusion: the customer converted to an external integrated electro surgical unit (iesu) after the start of the procedure due to vio generator displayed a non-recoverable error. A third party generator was used to complete the surgical task. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electro surgical unit (iesu) vio displayed several errors. The customer indicated an external iesu was used to proceed with the case. The technical support engineer (tse) reviewed the system logs and confirmed several c-34 and c-54 errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: d9, h2, h3, h10 intuitive surgical, inc. (Isi) has received the integrated electro surgical unit (iesu) associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the customer reported complaint. Upon powering on the iesu, error c-54 was observed. The iesu will be returned to original equipment manufacturer for repair.